Manufacturer narrative:
There was a hole found in the unexposed portion of the soft cannula. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, with some fluid diverting through the hole. Damaged cannula.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 335 mg/dl while wearing the pod between 24 and 36 hours in the infusion site (left upper arm). Patient felt and smelt insulin and adhesive was wet on the side where the cannula was at. As treatment, patient applied a new pod and bolused.